Event description:
This report is based on information provided by philips regulatory affairs team and will be investigated by the philips complaint handling team. Philips received a complaint via a user report on the tempus pro indicating that using the side charging port leads to charging socket failure. A request for additional information regarding the incident and potential patient involvement has been sent and the response is not yet received. There was no report of actual harm associated within the incident description of the user report, however, an annex f code of a delay in diagnosis was reported. Additional information has been requested to confirm the discrepancy and provide additional event details.

Manufacturer narrative:
Imdrf codes / FDA - codes within the user report as follows: annex a = a2203 / c79146. Annex e = e2403 / c106101. Annex f = f04 / c171962. There was no report of actual harm associated within the incident description of the user report, however, an annex f code of a delay in diagnosis was reported. Additional information has been requested to confirm the discrepancy and provide additional event details.